Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified vessel. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient condition was good post procedure.